Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after drilling it was discovered the guide wire was broken off around the middle. The guide wire was used for a trimalleolar fracture case. During open reduction internal fixation procedure for a posterior malleplus fracture, the surgeon had inserted the guide wire into the patient¿s bone to guide with drilling the bone. After drilling, it was discovered the guide wire was broken off around the middle. The surgeon decided to retrieve the wire. Another hole was created to the patient bone, and the surgeon was able to successfully retrieve the remaining wire from the patient. The surgeon had to drill another screw hole to complete the procedure. This extended the operating time by thirty minutes and the five millimeter diameter, one-hundred millimeter long hole that was drilled at the distal end of the tibia was left open. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: hty. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. The investigation of the complaint articles has shown that: the investigations have shown that the guide wire is broken as reported. As per technique guide, the angling and position of the guide wire is very important for this procedure. It is probable that the combination of lateral stress while bending and applied mechanical force while insertion caused this breakage. Unfortunately we were not able to check the manufacturing documentation because we did not receive the lot number of the article. We suppose that too much applied mechanical force during use caused the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.